Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4).(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the subject device. Distal end: micrococcaceae (1 cfu/endoscope), coagulase-negative staphylococcus (2 cfu/endoscope) all channels: coagulase-negative staphylococcus (1 cfu/endoscope), mesophilic bacillus species (1 cfu/endoscope) the testing result didn't clear the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Distal end: mesophilic bacillus species (2 cfu/endoscope), champignon filamenteux (5 cfu/endoscope) all channels: serratia marcescens (>100 cfu/endoscope), pseudomonas aeruginosa (>100 cfu/endoscope) the device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg wd440, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This follow-up report is being submitted to correct the initial report and report the additional information. Correction was made as follow. "The testing result didn't clear the french guideline." To "the testing result reached the alert level of the french guideline." The additional information was as follow. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.